Manufacturer narrative:
The international distributor was requested to perform an investigation as to the source of the label. They determined that this single pad was delivered to the customer by a small company in the (B)(4) acting as a sub-reseller for one of their partners. They reported that they contacted both the partner and the sub-reseller to determine the possible quantities the relabeling that might have occurred. Based on that investigation, the international distributor reported that they believe that the relabeled pad was an isolated incident. The international distributor also reported that they explained to the sub-reseller and partner about the risks and regulatory responsibilities associated with this device. The pads were requested to be returned to the manufacturer so that they could be evaluated. To date, no items have been received. The investigation remains open. Should additional information become available, a follow-up MDR will be submitted.

Event description:
An international distributor informed us of a customer who received a replacement set of electrodes that "looked strange". They provided a photo of the back of the unopened pads package which did not have the manufacturer's pad label (a label which contains the ref number, lot number, and use by date). Instead it appears that after leaving the manufacturer's control, the manufacture's pad label was replaced with a label from an unknown source, containing a 10/31/2020 use by date. It was reported that when the replacement set of electrons looked strange did not occur during patient use. The investigation determined that the pads in the provided photo would not have been labeled by the manufacturer with a 10/31/2020 use by date. The investigation determined that the artwork on the pads in the provided photo was changed in august 2017 and that pads manufactured with this artwork would have been labeled with a 12/31/2019 use by date or earlier. All pads labeled with a 12/31/2019 use by date would have the current pad artwork. Although the actual age of the pads is not known, this MDR is being filed out of an abundance of caution.